Manufacturer narrative:
(B)(4). The retain cartridge was evaluated by animas product analysis with the following findings: the cartridge passed visual inspection. No damage or defects were noted to the luer connection or o-rings. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. A force test was performed with no failures at the conclusion of testing. No defects were found.

Manufacturer narrative:
Follow-up #1 date of submission 12/20/2011 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the pump history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter stated that the patient was experiencing elevated blood glucose as high as 569 mg/dl. The reporter stated that the patient was treated with a syringe to correct. The reporter confirmed that the patient was changing out the infusion set and rotating sites appropriately; the reporter also confirmed that there was no scar tissue or site issues noted. The reporter confirmed that there were no air bubbles or leaks in the cartridge or tubing. The reporter confirmed that the pump history and settings were correct. The reporter confirmed that the bolus history matched the total daily dose; there were no suspends or temp basals set in the pump. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.